Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lisfranc surgical procedure that utilized a paragon 28 baby gorilla/gorilla plating system. The 2.5 non-locking screw was reported broken intra-operatively. The head of the screw broke off while implanting the screw into the plate. The screw was drilled out and removed from the patient.